Manufacturer narrative:
(B)(6). Evaluation of this device indicated that the blades were blunt and the black plastic skirting was damaged and stuck. It also presented with signs of impact, which were most likely from the forceps. The blades were blunt and needed to be sharpened. The black plastic skirting was most likely damaged after trying to disassemble it with forceps. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference # n/a. (B)(4).

Event description:
The device (cm104) was returned for repair to mxi service and repair.